Event description:
It was reported that the patient experienced high impedance on all lead contacts. As a result, the lead was explanted and replaced. Effective therapy was reportedly restored postoperatively.